Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for PMA/510(k) as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received an error message with the adc device. Customer received a "sensor error" message and was unable to obtain readings. As a result, customer experienced "cold sweats and dizziness" and was unable to self-treat, requiring third-party administration of juice, sugar, and/or food. There was no report of death or permanent impairment associated with this event.